Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibited a rise in threshold, unstable thresholds, and oversensing/noise with patient movement. The patient received inappropriate therapy due to noise. Rv lead high voltage therapy was programmed off, and the lead remains in use. No further patient complications have been reported as a result of this event.